Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead exhibited a high, out-of-range pacing impedance measurement. An alert was issued in the remote monitoring system for this value. However, when reviewing the data, the out-of-range measurement was not displayed. Technical services discussed the 21 hour testing, and a new patient initiated interrogation could be performed the next day to see the exact value. It was noted the lv pacing impedance measurements had been trending upwards and the alert would have been issued due to a value that was greater than 2000 ohms. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.